Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level as the level did not exceed 500 mg/dl. The customer attempted to reset the pump but was initially unable to do so, leading to a follow-up task created by technical support. In a subsequent call, technical support successfully assisted the customer with the pump reset, resolving the malfunction with no further action needed.